Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, three recaptures of the device were performed because the implantation position was not satisfactory with respect to the close criteria, specifically the circumflex artery. A tension test was performed. There was no leak around the device. Image received shows final fluoro measurements of implanted device with roman helmet (overcompressed) appearance. Based on the information received, the reported device embolization appears to be related to procedural conditions. The reported surgical intervention was a result of case-specific circumstances as the device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. The landing zone was measured by transesophageal echocardiogram (tee) at 25mm by 17mm. During procedure, tee and x-ray were utilized. The left atrial pressure was above 12mmhg. Heparin was administered after the transseptal puncture. Three recaptures of the device were performed because the implantation position was not satisfactory with respect to the close criteria, specifically the circumflex artery. Once the close criteria was met and a successful tension test was performed, the device was implanted and had a roman helmet shape of compression. No leak around the lobe was detected. On (B)(6) 2024, a migration of the amulet occluder was observed on tee and transthoracic echocardiogram. The device was reported to still be half in the left atrial appendage. On (B)(6) 2024, the device was explanted during surgical intervention. The patient did not experience any signs or symptoms during this event. The cause of the migration was unknown. The patient status was reported as stable.